Event description:
It was reported that customer experienced low and blood glucose and was hospitalized. Customer stated that patient was having several site failures with the new insulin pump. Customer treated patient with manual injection and blood glucose remained high. Blood glucose was 560 mg/dl. Customer also mentioned that they found that cannula was bent during high blood glucose. Customer reported hospitalization on (B)(6) 2014 for low blood glucose. Blood glucose was 35 mg/dl. Patient was extremely dizzy and slurring his words. Patient was not in a vehicular accident. Patient was hospitalized again last (B)(6) 2014. Patient ate and did not bolus for the food intake. Customer reported hospitalization on (B)(6) 2014 due to diabetic ketoacidosis. Customer also mentioned hospitalization back in (B)(6) 2013. Customer reported patient ER visit last (B)(6) 2015 for high blood glucose. Customer stated she does not believe high blood glucose was insulin pump related it was due to patient did not do set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.